Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran as high as 477 mg/dl. The customer also reported that the set got stuck in the serter. The customer was advised to call back when able to troubleshoot for these issues.